Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on an unknown date. The patient experienced a severe infection. It was opined that the infection may have been connected to the internal procedures prior to use of the device. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.